Event description:
Karl storz laparoscopic instrument broke intraoperatively during normal use in pt's abdomen for a laparoscopic inguinal hernia repair. The jaw of the dorsey bowel broke off in the abdominal space. Surgeon and surgical staff saw it happen and immediately stopped the procedure to retrieve the half jaw. Charge rn, x-ray notified per facility protocol. X-ray taken of abdomen showed nothing left behind, all pieces retrieved.